Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the system failed to boot up. This resulted in loss of imaging functionality. There is no report of death or serious injury.